Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Customer¿s blood glucose level was 709 mg/dl with high level of ketones; customer was admitted to emergency room and hospitalized. Customer remained hospitalized at time of report. Multiple follow up attempts were made by tandem technical support to complete troubleshooting and obtain hospital release date; however, the customer did not respond.